Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: sg-64. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with an endurant aortic cuff for the endovascular treatment of a type ia endoleak and migration in a previously implanted talent stent graft. It was reported approximately two months later, the patient was diagnosed with a wound infection which was treated with medication, prolonged hospitalization wound debridement and a vac dressing. The event resolved approximately seven weeks later. Per the investigator the event was assessed as device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.